Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited low pacing impedance and low threshold. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Medwatch: mw5179967.